Manufacturer narrative:
Results: the penumbra smart coil (smart coil) pusher assembly was kinked approximately 121.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset coil winds near its proximal end. During functional analysis, resistance was experienced while advancing the smart coil through its introducer sheath. The smart coil could not be advanced into the non-penumbra microcatheter or a demonstration microcatheter. Conclusions: evaluation of the returned device revealed that the smart coil embolization coil had offset coil winds near its proximal end. If the smart coil is forcefully advanced while the introducer sheath is not properly aligned inside the hub, resistance may be experienced, and damage such as this may occur. This damage likely contributed to the resistance when advancing the smart coil during functional analysis. Further evaluation revealed that the pusher assembly was kinked. This damage likely occurred due to forceful advancement of the smart coil against resistance. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician placed a non-penumbra guiding catheter in the left external carotid artery. Next, the physician advanced a non-penumbra microcatheter toward the middle meningeal artery (mma) and then injected some embosphere microspheres. Thereafter, the inner lumen of the microcatheter was fully flushed. While attempting to advance an initial smart coil through the microcatheter by firmly pressing the introducer sheath onto the hub of the microcatheter, the physician experienced resistance and the smart coil would not fully advance into the microcatheter. Therefore, the smart coil was removed. The inner lumen of the microcatheter was then carefully flushed and the smart coil pusher assembly was straightened. The physician then re-attempted to advance the smart coil through the microcatheter; however, the smart coil would not fully advance into the microcatheter. Therefore, the smart coil was removed and the procedure was completed using an additional coil and the same microcatheter. There was no report of an adverse effect to the patient.